Event description:
During the surgical procedure, there was 1 area in the posterior aspect where this anchor failed and per the surgical report, "led to some additional meniscus tearing in this region." The metal tip of this anthrex fiberstitch device broke completely and had to be retrieved from inside the patient's knee. The needle tip was easily visualized and removed without incident. The report states, "out of an abundance of caution at the end of the case x-rays were performed. No metallic foreign body was identified."